Manufacturer narrative:
Correction : it was reported that two (2) one-link non-dehp microbore catheter extension sets were impacted. Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing would not connect to a one-link non-dehp microbore catheter extension set. It was further reported that the set wont lock and just untwists itself. A new set was used with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.